Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision procedure this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise that was being oversensed. The noise was reproducible with pocket manipulation. Technical services suggested it could be a header issue. Subsequently, this crt-d device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a lead revision procedure this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise that was being oversensed. The noise was reproducible with pocket manipulation. Technical services suggested it could be a header issue. Subsequently, this crt-d device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the surgical intervention.